Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. Reprogramming was planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4136 boston scientific lead, implanted: (B)(6) 1999. (B)(4).